Manufacturer narrative:
Concomitant medical product: product ID: dtba1qq ICD, implanted: (B)(6) 2015; product ID 429888 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced 20 seconds of asystole due to right ventricular (rv) lead tip to ring non-capture during capture management testing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was dislodged. The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.